Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a crack in the right cylinder connecting tube was identified. The cause of the crack in the connecting tube was not detailed by the hospital. All the components were removed and replaced. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a crack in the right cylinder connecting tube was identified. The cause of the crack in the connecting tube was not detailed by the hospital. All the components were removed and replaced. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for reservoir is (B)(4). Correction to field g2: report source. Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. Both cylinders were microscopically inspected and tested for leaks. Microscope examination revealed that both cylinders had wear at fold in the proximal end and middle of the cylinder. No leaks were found in the cylinders. The pump was microscopically inspected, leak and functionally tested. The pump passed the visual inspection. No damage or abnormalities were found. No leaks were found in the pump. The pump passed the functional testing. The reservoir was microscopically inspected and tested for leaks. Microscope examination revealed that the reservoir had wear at a fold in reservoir shell. The reservoir had a leak at corner of a fold in reservoir shell. Based on the information available and analysis results, the reported allegations of mechanical issue and hole/perforation could not be confirmed. However, the reservoir not passing the leakage test could affect the product performance. Therefore, a conclusion code of cause traced to component failure was assigned to this investigation.